Manufacturer narrative:
Device received with an e15 error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test and displacement test due to e15 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error. It was reported that the customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.